Event description:
A zoll distributor returned electrode belt sn (B)(4) to report that the electrode belt was unable to communicate with a monitor.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to communicate with a monitor) has been confirmed. Upon investigation the electrode belt failed incoming functionality testing. The cause for the failure was isolated to an open yellow (pgnd) and brown (-5v) wires in the trunk cable. The trunk cable showed signs of physical abuse. The root cause for the open wires could not be positively identified. No adverse event resulted from the defective electrode belt.